Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a (B)(6) patient developed open irritations under the therapy electrodes. The patient also reported that the clasps in the front of the garment were irritating his surgical incision. The patient's physician recommended that the patient remove the lifevest. Follow-up indicated that the irritations were healing.